Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The connections and seals to the co2 absorber assembly were cleaned and reseated to resolve the reported issue. No patient information available to date. (B)(4).

Event description:
The hospital reported an increase in high fico2 alarms. There was no report of patient injury.